Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. (B)(4).

Manufacturer narrative:
Supplier performed this evaluation. During evaluation, a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - catheter material separated 3.1 cm from tip of sensor case. Internal wires are exposed. 2 - suture attached to catheter material. 3 - large amount of foreign residue (blood) inside connector. 4 - millar sensor functional. 5 - no testing possible. Mfg. Date: 05/03/2014. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.

Event description:
When the patient returned to ICU after implantation of the device at the operation room, the icp express unit did not show the readings. The situation did not change by replacing the express unit. When the surgeon tried to change the cable of the express unit, the interfusion of blood was found in the connection part of the device. The surgeon replaced the device with the same new product and confirmed it worked properly. No adverse consequences to the patient was reported.